Manufacturer narrative:
With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational movement when unit was not under pressure, this would not have caused a slippage. The device history record review showed no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was not confirmed. Most probable root causes are: incorrectly assembled device. Improper technique used during procedure. Device used with incorrect/ unauthorized devices/accessories for procedure. Improper maintenance. (B)(4).

Event description:
A technical service associate reported in behalf of the customer that an a1059 mayfield modified skull clamp was involved with patient injury (not stated) on an unspecified date. It was unknown if there was surgery delay. Additional information has been requested.

Manufacturer narrative:
The incident reported under mfg report number 3004608878-2019-00092 was found to be the same incident reported under mfg. All subsequent information will be submitted under mfg. It was reported that a 72-year-old female patient was placed in the mayfield skull clamp and was flipped to the frame on (B)(6) 2019. The lock on the head clamp loosened and ripped the patient¿s head. The one (1) inch gash was stapled. Additional information received on (B)(6) 2019 indicated that the event happened during a posterior cervical fusion procedure with a surgery delay of 30-45 minutes.

Event description:
N/a.